Event description:
It was reported that during a laparoscopic procedure, an error occurred and the device could not be activated at the setting. Hp054 was changed, but the event continued. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was device could not be activated. During functional testing on gen11 instrument error screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and a broken was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broken due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.